Event description:
It was reported to medtronic minimed that the customer noticed differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer blood glucose was 150 mg/dl and sensor glucose value was 100 mg/dl at the time of incident. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 50 mg/dl and it is beyond 30% limit. Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. No harm requiring medical intervention was reported. Product return requested for mmt-7040a. Customer declined to return, or is unable to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.